Event description:
(B)(4).

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 08apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 08apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference : n/a the customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8015 unit giving a 133.6090 error. Sn: (B)(4). Case resolution: used ka alaris infusion error 133.6090. Recommend to send unit in for warranty repair. Transfer to com for warranty RMA.